Event description:
Customer reported an unexpected negative reaction when testing a sample with a history of anti-e on the echo with capture-r ready ID (crrid).

Manufacturer narrative:
Review of thecrrid extend I (lot dp037) assay shows: cell 7 was heterozygous for e, visually this reaction appeared negative. The positive and negative control wells appear as expected.review of the second crrid (lot id118) assay shows:cell 1 was heterozygous for e, visually this reaction appeared negative with a very light pink background suggestive of red cell adherence. The positive and negative control wells appear as expected.the reactivity of the e antigenwas confirmed on retention crrid, lot id118. The reactivity of the e antigen was confirmed on retention crrid extend I, lot dp037.customer did not return product or sample for further serological testing.